Event description:
Caller reported that the t:slim x2 pump battery was not charging despite being connected to a power source. There was no adverse impact to the customer's blood glucose level. Customer tried different wall adapters and charging cables, but the issue persisted, leading technical support to decide to replace the pump. Customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy.